Event description:
The manufacturer received information alleging a ventilator¿s inspiratory pressure was not increasing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator's inspiratory pressure was not increasing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's active exhalation control module was replaced to address the issue. The aecm was evaluated by the manufacturer's product investigation laboratory (pil) and found the aecm functioned as designed and operated without issue or error codes.